Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reached out to the customer. Upon review of the unit¿s logs it was found that the power activity logs showed ¿system power on¿, on (B)(6) 2019, with bulksr status with battery 1 at 94% and battery 2 at 91%. The previous line captured log showed ¿charging status change¿ on (B)(6) 2019, with bulksr status with batt 1 at 96% and batt 2 at 93%. Further review of the logs showed two faults occurred on the system. Fault #112 and fault #111 occurred on (B)(6) 2019. Further analysis is being performed. A supplemental will be filed when additional information becomes available the full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported by the end user, that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) suddenly shutdown while being plugged into an ac power source. The end user noticed that the display monitor was blank, with a long beeping sound. The end user quickly plugged the ac plug to another outlet and at the same time, turned the iabp back on. They were unable to confirm if the green led on the on/off switch was lite or not. After the iabp was switched back on, they swapped the iabp to continue therapy and the iabp was set aside for investigation. There was no harm or injury to patient and no adverse event reported.

Manufacturer narrative:
The getinge authorized distributor was not able to reproduce the reported issue, but reported that the coiled cable was replaced as a precaution and the unit tested to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by the end user, that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) suddenly shutdown while being plugged into an ac power source. The end user noticed that the display monitor was blank, with a long beeping sound. The end user quickly plugged the ac plug to another outlet and at the same time, turned the iabp back on. They were unable to confirm if the green led on the on/off switch was lite or not. After the iabp was switched back on, they swapped the iabp to continue therapy and the iabp was set aside for investigation. There was no harm or injury to patient and no adverse event reported.